Manufacturer narrative:
Complainant returned one photo for analysis. The photo displayed a used 20g viavalve catheter assembly connected to a third-party extension set with evidence of catheter tube severance above the hub nose. Unfortunately, the photo of the complaint sample did not include magnified, close-up views of the catheter tube at the location of severance for evidence of reinsertion, mechanical witness marks or manufacturing damage. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3/h6: received 250 unused, unopened 20g x 1 1/4" viavalve sister samples from same lot for evaluation. Twenty random samples of the returned 250 sister samples were visually examined for actuator-to-tube tears, cracked catheter hub, and punctured catheter, and tested for catheter security per stm150. All sister samples were found to be acceptable without failure. The photo displayed a used 20g viavalve catheter assembly connected to a third-party extension set with evidence of catheter tube severance above the hub nose. Unfortunately, the photo of the complaint sample did not include magnified, close-up views of the catheter tube at the location of severance for evidence of reinsertion, mechanical witness marks or manufacturing damage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Without the actual device available for investigation, the complaint cannot be confirmed.

Event description:
It was reported that after computed tomography scan done on patient, the technologist attempted to remove the IV needle and felt some resistance. Upon pulling out the needle from the patient¿s arm, it was noted that the cathlon was broken at the hub, which was confirmed by an ultrasound. The patient was transferred to regina general where another ultrasound confirmed the initial results. The patient¿s arm was frozen, and incision made to remove the cathlon, resulting in the patient receiving a few stitches.

Manufacturer narrative:
D4: possible lot number 6125193. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.